Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 250-290 units of insulin, and the insulin gauge decreased faster than expected. The customer's blood glucose level was 195 mg/dl. It was confirmed that the customer loaded a new cartridge successfully and received an accurate fill estimate.